Event description:
A patient had a hernia repaired with ovitex 2sp on (B)(6) 2019. Tissue approximation could not be obtained, the skin was closed, and a wound vacuum was placed. The patient was re-operated on for an unknown reason and a portion of the biologic component appeared no longer present. The remaining ovitex was explanted.